Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital reporting tones from their device. No abnormalities were found upon interrogation in clinic. A disk analysis was then performed at which time it was found that the right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. As it was noted that the lead was programmed unipolar it was recommended to increase the impedance alert threshold from 125 ohms to 150 ohms which the physician plans to do at the patient's next follow-up. It was also noted that the patient's right atrial (ra) lead had previously been programmed off due to high out-of-range pace impedance measurements, noise, and suspected fracture(though unconfirmed). No adverse patient effects were reported. This system remains in service.